Manufacturer narrative:
(B)(4) for the reported event: current failure. Investigation results: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, there was no electrical current running through the snare and generator showed an error 13 code. The grounding pads and cord were changed but the problem was not resolved. They switched to another captiflex snare and the procedure was completed without issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.